Event description:
It was reported that the analyzer appeared to be freezing during implant procedures. Different patient cables were attempted, and after approximately five minutes the analyzer unfroze and returned to normal behavior. The caller was advised to get a different analyzer. The analyzer has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It could not be confirmed that the analyzer would "freeze up" during use. The analyzer passed all functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.